Manufacturer narrative:
H3: analysis was performed for product 9733068 (quantity: 2), lot number: unknown. It was reported that both returned biopsy needles had normal tracking when used with a known good system. No problems were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that the passive biopsy needle would not show up in navigation after locking the trajectory. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, the site could see it as red in the instrument list. The site exited the procedure and went back to it with no resolution. The site opened another passive biopsy with no resolution. Additional information was received. The biopsy needles the field representative (rep) was able to test with after the procedure were the same needles used in the case. The rep was not able to recreate the issue. The site was claiming instrument parts failed out of the box.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.